Event description:
Further follow up with the injector revealed the patient was injected with 1 syringe of juvéderm® ultra plus xc around the mouth. The patient was concomitantly injected with perlane in the cheeks. Symptoms appeared approximately 3 weeks after injection. The symptoms were noted around the mouth and cheeks. The patient was injected with kenalog approximately 5 weeks after juvéderm® ultra plus xc injection. The patient was the injected with hylenex 3 times until symptom resolution approximately 4 months after symptom presentation.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that after injection with juvéderm voluma® xc in the midface, patient developed hard, warm swelling around the injection site within 24 hours. Within 72 hours that patient reported swelling of the eye on the same side. Patient was prescribed steroids and anti-inflammatory agents. Healthcare professional believed "the event was a reaction caused by the injection and not the result of the product per se." Patient was previously injected with perlane and reported a similar though less severe reaction. Patient has history of swelling post-injection with dermal fillers. Further follow up with the injector revealed the patient was injected with 1 syringe of juvéderm® ultra plus xc around the mouth. The patient was concomitantly injected with perlane in the cheeks. Symptoms appeared approximately 3 weeks after injection. The symptoms were noted around the mouth and cheeks. The patient was injected with kenalog approximately 5 weeks after juvéderm® ultra plus xc injection. The patient was the injected with hylenex 3 times until symptom resolution approximately 4 months after symptom presentation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardness, warmth and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that after injection with juvederm voluma xc in the midface, patient developed hard, warm swelling around the injection site within 24 hours. Within 72 hours that patient reported swelling of the eye on the same side. Patient was prescribed steroids and anti-inflammatory agents. Healthcare professional believed "the event was a reaction caused by the injection and not the result of the product per se." Patient was previously injected with perlane and reported a similar though less severe reaction. Patient has history of swelling post-injection with dermal fillers.